Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large leak in the patient circuit. The patient circuit was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/1/17 phone call, 3/2/17 email, 3/3/17 phone call.

Event description:
The hospital reported the unit was unable to mechanically ventilate during a case. The patient was manually ventilated and the case was canceled. There was no report of patient injury.